Event description:
It was reported that the dreamsation 2 device would not power on. There was no reported patient harm. The device was returned to a third-party service center for evaluation. The evaluation found that the customer complaint could not be replicated. The device had error codes e203 (pca failed component), e200 (pca failed component), e015 (cpu failed component), e400 (n/a failed component, crc error), and e340 (n/a failed component, modem error). The pca was burned. The device was not repaired due to the customer's request. The device will be returned to pil for further investigation. Should additional relevant information become available, a supplemental report will be submitted.